Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The ht whisper guide wire referenced is being filed under a separate medwatch MFR number. Evaluation summary: (B)(4). The stent implant was returned for analysis. Visual inspections were performed on the returned implant. The device damaged by another device (explanted) was confirmed. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty removing the guide wire however the device damaged by another device appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). A 3.0x28 mm xience alpine stent delivery system was advanced without resistance and the stent was deployed at the target lesion. After stent deployment; a second (unspecified) guide wire was advanced to the acute marginal branch of the rca to continue with the procedure; however, when removing the whisper guide wire from the acute marginal branch, resistance was felt with the xience alpine sds. The guide wire and alpine sds were withdrawn together; additionally, the xience alpine stent was explanted. When outside the patient it was noted that the guide wire had entangled into a knot and was entangled within the stent struts. A high torque floppy guide wire was used with a 3.5x33 mm xience alpine sds and the 3.5x33 mm xience alpine was deployed in the rca to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.